Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the pyxis anesthesia system es station that presented half height matrix drawer 2.2 not detected on bus was confirmed by the fse, however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order: (B)(4) the fse reported that the half height drawer 2-2 was unable to recover. The retractor band was found broken and was replaced. The repair was tested and passed hta testing. Field service preventive maintenance was performed. The inspection and calibration passed. During dchu laboratory visual inspection: p/n: 135438-01: the assy, harness, retractor band, hinged, pas was visually inspected, revealing a broken retractor band with sharp edges. The p/n: 135446-01 cable was damaged with two separated wires, and microscopic inspection confirmed exposed conductors. During dchu testing: p/n: 135438-01: the assy, harness, retractor band, hinged, pas was not functionally tested due to physical damage identified on the p/n: 135446-01 cable during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause to the reported failure pas es - drawer 2.2 not detected on bus is attributed to the physical damage condition of the part pn: 135446-01 assy cable 14 pos drawer interface cable which produces a miscommunication.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the half height matrix drawer 2.2 not detected on bus. As per part investigation, it was determined that physical damage condition of the part pn: 135446-01 ¿ assy cable 14 pos drawer interface cable led to thermal damage. There were no adverse events or injuries reported based on this event.